Event description:
An incident where the dialvsate pump speeded up to high speed during treatment/run. The bag was replaced and when they pushed the 'exit' button it triggered a 'selftest' alarm and after that the pump speeded up; a subsequent alarm was triggered through troubleshooting.